Manufacturer narrative:
Review of the crs3 images shows negative reactions with all cells. Visually all cells appear negative. The positive control well appears as expected. Review of the crrid images shows negative reactions with all cells. Visually all cells appear negative. The positive and negative control wells appear as expected. Could not rule out the nature of sample, as the cause of the unexpected negative reactions. Review of the logs and camera suggests that the instrument is operating as expected.

Event description:
Customer reported an unexpected negative reaction when testing patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) on the echo.